Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure cinfirmation test." On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/.abnormal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), skin discolouration ("skin condition/rashes or skin conditions type: skin spots"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia(bleeding b/w periods)") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, skin discolouration, cystitis, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, fatigue, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/.abnormal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), skin discolouration ("skin condition/rashes or skin conditions type: skin spots"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia(bleeding b/w periods)") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, skin discolouration, cystitis, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, fatigue, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.